Event description:
Infant born thrombocytopenic and had an umbilical venous catheter attempted on dol 1. Uv not successful, and removed. Moderate bleeding noted (infant thrombocytopenic) and stat seal applied. Infant later noted to have 1 cm by 1 cm by 1 cm clot in the umbilical vessel near the liver. Unclear if related to product or underlying diagnosis. Route: topical. Diagnosis or reason for use: bleeding.